Event description:
It was reported that during use with bd insyte¿ autoguard¿ bc pro IV catheter blood leakage occurred through blood control valve. The following information was provided by the initial reporter: I had a first hand issue with a bd 18g cannula today. ...it is a bd insyte autoguard bc pro, one that should have ¿blood control technology¿ but it did not! No valve, bled everywhere. It advanced fine with a flush but not just on insertion. I¿ve kept the packet.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ bc pro IV catheter blood leakage occurred through blood control valve. The following information was provided by the initial reporter: I had a first hand issue with a bd 18g cannula today. ...it is a bd insyte autoguard bc pro, one that should have ¿blood control technology¿ but it did not! No valve, bled everywhere. It advanced fine with a flush but not just on insertion. I¿ve kept the packet.